Manufacturer narrative:
During preventive maintenance (pm), it was reported to intuvie that during preventive maintenance (pm), the pump failed the ground resistance test at 0.58 ohm. The passing specification for the ground resistance test is <0.1 ohm. A review of the serial number history found no previous similar complaints associated with the device. The failure mode was confirmed, and the investigation determined that the cause of the failure was a faulty battery. The battery was replaced, which successfully resolved the issue. Reference to complaint # (B)(4).

Event description:
It was reported to intuvie that during preventive maintenance (pm), the pump failed the ground resistance test at 0.58 ohm. The passing specification for the ground resistance test is <0.1 ohm. There was no patient involvement reported.